Manufacturer narrative:
This report is submitted on june 14, 2021.

Manufacturer narrative:
This report is submitted on may 20, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to middle ear infection. Reimplantation is planned but has not taken place as of the date of this report.